Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for parkinson's dual and dbs therapy indications. It was reported that their ins was turned on monday. They began feeling strange, including tingling and numbness in fingers and "some superfluous movement" on saturday. The symptoms were more pronounced on (B)(6) 2019 and they have muscle pain. The ins was turned off prior to the call and called their healthcare provider (hcp) but still felt symptoms. The patient programmer was showing stimulation off. It was reviewed with them that they may be experiencing residual stimulation. The patient programmer was on simple mode and they were unable to adjust ins settings. They were redirected to follow up with their hcp for instructions regarding turning the ins back on. No further complications were reported or anticipated.